Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it has been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the implantation of a locking proximal femur plate, the patient was revised due to plate fracture. The plate fractured through the proximal compression screw hole. Attempts have been made and additional information on the reported event is unavailable at this time.